Manufacturer narrative:
Liebel flarsheim field service report states field service engineer replaced the fluoro cpu board in the generator and checked the proper operation of the system in accordance with the sedical service manual, pn 710953.

Event description:
Customer reported that during the middle of an endoscopic retrograde cholangiopancreatography procedure that the fluoro suddenly shut down. She reported that they were able to re-start the system immediately and continue on with the procedure without any other instances. She believed that they might have of over-loaded the electrical power strip cord which caused the breaker on the generator to trip.